Event description:
It was reported that the patient had an intepro y-mesh implanted (B)(6) 2013. Approximately one year later the patient underwent an exam which noted: "there was noted to be an asymptomatic mesh erosion, possibly from a stitch that entered into the vaginal canal, causing some tissue necrosis." Subsequently the "patient opted to undergo surgical excision." It appears the excision date was (B)(6) 2014. No further patient complications have been reported.